Event description:
It was reported that a spectrum pump was missing the door shim. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported missing door shim. Eval found the direction of flow label torn. The direction of flow label was replaced.